Event description:
It was reported that the user experienced high blood glucose of 360 mg/dl while using the ilet with an inset infusion set, suspected a bent cannula, performed a site-only change, and noted a stressful day; the user did not receive dosing-stopped or occlusion alerts and previously had a hospitalization for low glucose where meals were eaten without announcing them, indicating an improper or incorrect use procedure related to meal announcements and the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, including missed meal announcements, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.